Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous two years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. It is not possible to determine the exact cause of why the dressing was leaking, however factors that are known to cause or contribute to the reported leaking issue can arise from the valve seals becoming contaminated or worn. This investigation has now been closed and recorded as insufficient information to determine a root cause. By acknowledging and investigating your complaints this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that overwound from infected abscess on her calf. The device displayed a leak alarm with orange light. The patient had a difficult time getting information to troubleshoot from her doctor and the wound clinic and also reported clear drainage leaking from the bottom of the dressing that had an odor to it, the odor was not noticed before the leaking started. The nurse instructed the patient to slowly smooth along the edges of the dressing paying attention to that area and any wrinkles or creases within the dressing. After the patient smoothed the dressing, the device started displaying continuous 40mm hg and the green light was on. The patient was encouraged to contact her wound clinic to let know the dressing was leaking and for further guidance to leave the device running or turn off until she comes in for her dressing change later this day. No further information available.